Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the pharmacy department from the obstetrics gynecology unit. The customer contact reported that an unspecified gemstar pump did not deliver a dose when the bolus button on the bolus cord was pressed. No specific details were provided. The bolus cord was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.